Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08715 inches. Unit received with minor scratched display window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017. Customer's blood glucose at the time of hospitalization was unknown, but reported that blood glucose had gotten as high as 600 mg/dl following a vehicle accident. Customer was hospitalized due to head trauma and multiple fractures. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Caller reported that healthcare professional suggested that insulin pump be replaced due to vehicle accident.